Event description:
It was reported that the patient's knee was revised due to an unknown reason.

Manufacturer narrative:
Evaluation summary: the part numbers were checked and indicate that the components are compatible. The implant surgical notes were returned for review and indicate that good stability in flexion and extension was achieved with soft tissues being well balanced. There is not enough detail to evaluate the surgical technique used. No surgical notes were returned for the revision surgery. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation per the surgical technique. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records for the tibial component was not possible as the product and/or lot numbers required for retrieval were unavailable. Review of the device history records for the remaining product did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.